Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: actual sample was returned for evaluation. Visual inspection was performed and showed the open cardboard envelope with opened secure stickers and it contains the instructions for use. No foil with implant was present in the cardboard envelope.

Event description:
It was reported that a patient underwent a laparoscopic umbilical hernia repair procedure on (B)(6) 2015 and mesh was implanted. During the procedure, when the circulating nurse open the sealed mesh box , the mesh was missing inside and the box was only left with the IFU booklets. The surgeon had planned for a laparoscopic umbilical hernia repair with the mesh, but ended up performing an open umbilical hernia repair procedure with a different mesh. There was approximately a two hour delay of the closure. Additional information has been requested.